Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device finds only minor cosmetic damage. It is not possible to conclude the damage noted was present prior it having been opened by the complainant. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon put femoral head on stem and noticed scratches on the head. He questioned if it may be defective and requested new head.